Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery on stomach, the device made an incomplete staple line and the jaws locked on the tissue. The stapler was removed and fired again using a new stapler to fix the staple line. The surgeon slowly removed the jaws and reopened another one to complete the case. There was no patient injury.